Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Device was received in with a bowed faceplate between the gas supply indicator and gauge bezel. The on/off control knob was missing. The technician checked for previous service history and performed functional testing for airmix and oxygen (o2) concentration. The reported issue was confirmed. The device was due for its annual maintenance. No other issues found with airmix. The root cause of the reported issue was found to be the device was scheduled for routine maintenance. The technician installed magnetic resonance imaging (MRI) battery, sintered filter, and orings for the preventive maintenance.

Event description:
It was reported that preventive maintenance (pm/) oxygen (o2) with air was off. No patient injury was reported.